Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a patient with severe calcium, severe paravalvular leak (pvl) was noted. After multiple balloon aortic valvuloplasty (bav) attempts, the pvl improved to moderate-severe, however the valve leaflets may have been damaged resulting in moderate central regurgitation. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve and resolved the central regurgitation. The pvl reduced to mild and good hemodynamics were noted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.